Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
A rotational sensor malfunction resulted in the priming sequence ending earlier than expected, causing the needle's failure to deploy. The cause of this malfunction could not be determined. Contamination was observed on the commutator cap. It could not be conclusively determined if this resulted in the rotational sensor malfunction.